Event description:
It was reported that the customer experienced difficulty connecting the cable into the usb port which caused issues with charging the pump battery. The customer's blood glucose level was 270 mg/dl. The customer reverted to an alternate method of insulin therapy.